Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in-clinic with intermittent discomfort on the left side. The patient has a right sided implant. Programming change was made and cessation of discomfort confirmed. Patient will be brought in for an additional evaluation at a later date. However, the patient has chosen to get a second opinion and follow-up elsewhere.